Event description:
It was reported that the pump's quick bolus and wake button were extremely difficult to press, requiring multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer on how to press the button more effectively and arranged for a replacement pump to be sent. The customer was instructed to allow the pump's battery to deplete fully before returning it and to return it within 10 days using the provided return box and pre-paid label. The customer was informed that they would receive a pump with updated software and acknowledged the need to program pump settings and connect their cgm to the replacement pump.